Event description:
It was reported that the ventricular lead exhibited capture and sensing anomalies. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found that the proximal insulation was abraded through to the coil which resulted in the reported capture anomaly.